Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that insulin pump received an external flash crc error alarm which caused stoppage of basal delivery. It was also reported that meter stopped communicating with insulin pump. Customer's blood glucose was not reported.